Event description:
It was reported that unit was plugged in, the unit was not on the patient. The nurse was cleaning it with a wipe and it started heating up and then she saw a spark on the venaflow and then the electrical shock was caused. The incident happened at 10 pm on (B)(6) 2024, we were notified on november 11 2024 at 11:46 pst. The nurse was treated, she was taken to the emergency room.

Manufacturer narrative:
It was reported that unit was plugged in, the unit was not on the patient. The nurse was cleaning it with a wipe and it started heating up and then she saw a spark on the venaflow and then the electrical shock was caused. The incident happened at 10 pm on (B)(6) 2024, we were notified on november 11 2024 at 11:46 pst. The nurse was treated, she was taken to the emergency room. It was reported the nurse is alright, the treatment that was provided in the emergency room was not reported. The device has not been returned for evaluation. The root cause of the complaint could not be established. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.